Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer's blood glucose level. The customer was instructed to reset the pump to resolve the issue. Customer declined further troubleshooting and follow up from tandem technical support.